Manufacturer narrative:
(B)(4). A wallflex biliary rx fully covered stent was received for analysis; visual examination of the returned device found that the device was received fully deployed, without the stent. The distal end of the outer sheath had a significant bent and broke at the transition zone between the guidewire access port and the grey outer sheath. The nature of the damage seen at the broken end of the guidewire access port is consistent with the application of excessive force during attempted deployment. The suture that was reportedly used to connect the device together was still present, and a hole where the suture was threaded though the grey outer sheath was noted. The inner shaft was kinked at multiple places. No other issues were identified during the product analysis. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary fully covered stent was to be used to treat a stricture in the common bile duct during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the physician had difficulty advancing the stent through the endoscope. The physician withdrew the stent from the endoscope and noted that the outer sheath was separated ¿between tip part and hand base side¿. The physician used a suture to reconnect it and reinserted the stent through the scope. The physician was able to deploy the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath was broken at the transition zone between the guidewire access port and the grey outer sheath. Please see block h10 for full investigation details.